Event description:
Device explant issue may be related to the advisory due to the device being under battery advisory.

Manufacturer narrative:
The reported field event of patient notifier anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to demonstrate vibratory patient notifier. Upon interrogation, patient was not able to receive any vibrational alert from the device. Patient was asymptomatic. Physician elected to monitor via merlin.net transmission. Patient later presented and the device was explanted and replaced. Patient was sent home post recovery from procedure.